Manufacturer narrative:
Complainant address: (B)(6). Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The type b1 target lesion was located in the non-calcified distal third portion of the circumflex artery. There were two angulations prior to the lesion at 70 and 45 degrees. Following pre-dilatation with a semi-compliant balloon catheter, a 32 x 3.50 promus premier¿ drug-eluting stent was advanced but failed to cross the lesion even after several attempts. During the final attempt to cross the lesion, a 90 degree angle fold was noted on the catheter at a portion outside the patient's body. When the physician attempted to rectify the fold, the catheter fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: promus premier ous mr 3.50 x 32mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent identified no issues. The stent showed no signs of damage or movement and was set equidistant between the proximal and distal marker bands. The crimped stent od (outer diameter) was measured and was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon had not been subjected to any significant positive pressure. The device was returned in three parts, the hypotube was broken at approximately 250mm and 390mm distal from the distal end of the strain relief. There were also multiple kinks along the hypotube. An examination of the inner and outer shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. The tip was visually examined and no issues were noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The type b1 target lesion was located in the non-calcified distal third portion of the circumflex artery. There were two angulations prior to the lesion at 70 and 45 degrees. Following pre-dilatation with a semi-compliant balloon catheter, a 32 x 3.50 promus premier drug-eluting stent was advanced but failed to cross the lesion even after several attempts. During the final attempt to cross the lesion, a 90 degree angle fold was noted on the catheter at a portion outside the patient's body. When the physician attempted to rectify the fold, the catheter fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.